Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the pusher assembly was kinked. If the ruby coil is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician kinked the ruby coil pusher wire when the coil was in the proximal end of the introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using five additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.